Manufacturer narrative:
Evaluation codes for section h6: 86- the affected dimensions meet specifications. A complaint history review for adverse trends was conducted. Event problem codes: code #2357-labeled code #1178-labeled

Event description:
Device dislocated 2 weeks post-op. During closed reduction device separated from femoral head requiring revision surgery (mdr97-00051).